Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer had set their pump sound settings to vibrate and did not notice the alert. Customer addressed low bg by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.